Event description:
Customer's husband called to report the passing of his wife. Caller stated that the cause of death was due to breast cancer and low blood glucose. Caller stated that the customer's blood glucose went down to 22 mg/dl and he called the paramedics. Caller stated that the paramedics removed customer's insulin pump from customer at the time to take her to the hospital and she passed away within 5 hours. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.